Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record reviewed: on (B)(6) 2017 :the patient underwent a revision of the right knee for pain, aseptic loosening of tibial plate, nickel sensitivity, and joint instability attributed to pcl insufficiency. Intraoperatively, the tibial plate was found loose at implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral) with a non-depuy revision system with non-depuy cement. No complications noted in revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H6 patient code: no code available (3191) was used to capture joint instability and medical device removal.